Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the proximal end measuring 30.0cm was returned for analysis. External insulation abrasion was found at 18.0-19.5cm from the end of the is-1 connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. This is consistent with the observation from the field of a sensing anomaly and noise.

Event description:
It was reported that during follow up, egm showed noise on the ventricular channel. A decrease in sensing was also noted. The proximal end of the lead was explanted and replaced.